Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿long-term results of delta ceramic-on-ceramic total hip arthroplasty" written thomas j. Blumenfeld, md, joel politi, md, sean coker, tammy o¿dell, william hamilton, md. Published in arthroplasty today; published online 18 january 2022 was reviewed. The article's purpose was to report the minimum 10-year follow-up of both the 28-mm and 36-mm articulations concentrating on survivorship and bearing complications including fracture and squeaking. Patient data: patients aged 20 to 75 years undergoing primary tha for noninflammatory degenerative joint disease. Depuy products: pinnacle cementless porous coated cup; aml, prodigy, summit, porocoat, duofix, srom, or corail cementless stems. It is also reasonable to conclude the ceramic head and liner were also depuy product. Adverse events: (4) hip noise ¿ no treatment indicated. (2) dislocation -treatment of 1 revision and 1 closed reduction. (3) ceramic liner fracture ¿ treated with revision. (1) pain ¿ treated with revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.